Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: lot - the lot number (344288) etched on the drill is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there are 7 possible zimmer biomet lots: 061970, 061980, 394330, 520000, 542820, 718770, or 779070 d4: UDI - (B)(4). H4: manufacturing date by lot# - 061970 (mfg date: feb 26, 2020); 061980 (mfg date: feb 26, 2020); 394330 (mfg date: dec 30, 2019); 520000 (mfg date: aug 14, 2020); 542820 (mfg date: jan 19, 2020); 718770 (mfg date: may 19, 2020); 779070 (mfg date: jun 1, 2020). The tw drill 1.1x50mm 7mmstop w/nt (item# 01-7144, lot# 344288) was returned for investigation. Visual evaluation of the returned drill confirmed the product identification. It was also confirmed that the drill was fractured at the neck, near the start of the fluted section of the drill. The body of the drill and the fractured tip were both returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because it was reported that the device was used multiple times despite being a single use instrument. The root cause of the reported issue is attributed to a user error. It was reported that this was subsequent use of the drill. Per the IFU for this device, device is single use only. Do not attempt to clean or re-sterilize this product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a maxillary osteotomy procedure approximately three (3) weeks ago. During the procedure, the drill tip broke when drilling a pilot hole. The surgeon used another drill to complete the surgery. Attempts have been made and no further information has been provided.